Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two qn¿s (20080501 for incorrect dispense, 200801812 for suspect incorrect dispenser) reject activity findings on the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Four photos were submitted for evaluation: photo one displayed a dispenser with a label in a foreign language photo two displayed a dispenser with a label, drawing of a of a straight adapter with a circle around the luer adapter, and opening in the dispenser. Photo three displayed the side of the dispenser with displayed a dispenser without a label. Photo four displayed a dispenser without a label in a foreign label visual/microscopic evaluation: based on the evaluation of the submitted photos; the material number on the dispenser is 383532 which is a nexiva dual port. The drawing on the dispenser was of nexiva single port. The dispenser label and the dispenser go to two different nexiva products. The defect package damaged/defective was identified or confirmed based on the review of the submitted photos. The root cause was mislabeling of the raw material from the warehouse.

Event description:
It was reported that before use of the bd nexiva dual port 22ga 1.00in the label on the box did not match the products catalog number. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the sticker and the products in the shelf carton were 22g double however the illustration on the box was single.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva dual port 22ga 1.00in the label on the box did not match the products catalog number. Foreign complaint the following information was provided by the initial reporter: the sticker and the products in the shelf carton were 22g double however the illustration on the box was single.